Manufacturer narrative:
The reported events were noise and mode switch. As received, a complete lead was returned in three pieces. The reported event of noise was confirmed. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region. The cause of the reported event of noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right atrial (ra) lead exhibited noise over-sensing resulting in multiple inappropriate automated mode switch (ams) episodes. The ra lead noise was reproducible with isometrics testing. The physician elected to cap and replace the ra lead on (B)(6) 2026. The patient was in stable condition throughout.